Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-may-2024, it was reported that there was blockage infusion was located at the site. No further information available.